Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A startright representative reported via interdepartmental form tracker of high blood glucose readings over 600 mg/dl. The customer stated that her blood glucose readings were high and she did not know what to do. The customer was advised to contact her health care provider regarding her high blood glucose readings. The customer declined to speak with helpline for assistance.